Event description:
The customer contacted physio-control to report that their device would not get beyond the self-test screen upon boot-up. The device would also intermittently have a white display with vertical lines. A white display can be indicative of a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio provided the customer with an estimate for repairs; however, due to the age of the device and the costs associated with repair the customer declined service. At the request of the customer the device was returned to them unrepaired. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.